Event description:
A male patient with preprocedure diagnosis of severe proximal neck angulation of 90 degrees to the axis of aaa, underwent aaa repair in 2007. The patient also has past history of CABG and des. Because of the proximal neck angulation a suprarenal stent was deployed and extended prior to extending the contralateral limb of the main body and then the main body was anchored. The other part of the procedure was conducted as labeled. Fluoroscopy following placement of the devices exhibited a proximal type I endoleak. Ballooning the proximal neck of the main body reduced the leak. Close follow-up of the leak was elected with the expectation of the leak becoming resolved by heparin neutralization.

Manufacturer narrative:
Evaluation: still under investigation.